Event description:
It was reported that upon interrogation the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and the device remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.